Manufacturer narrative:
The device was not returned for evaluation. The physician stated that he does not feel the pneumothorax is attributed to the performance of the navigation. The risk of pneumothorax is documented in 105-000299-01, rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that during a monarch-assisted bronchoscopy procedure, the patient experienced a pneumothorax. The target location was right upper lube (rul), and the pneumothorax was discovered when the physician used fluoroscopy and noticed that the patient had a pneumothorax from the image. A chest tube was placed in the patient, and couple hours later the chest tube was removed and the patient was released from the hospital the same day.

Manufacturer narrative:
The device was not returned for evaluation. The physician stated that he does not feel the pneumothorax is attributed to the performance of the navigation. The risk of pneumothorax is documented in 105-000299-01, rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that during a monarch-assisted bronchoscopy procedure, the patient experienced a pneumothorax. The target location was right upper lube (rul), and the pneumothorax was discovered when the physician used fluoroscopy and noticed that the patient had a pneumothorax from the image. A chest tube was placed in the patient, and couple hours later the chest tube was removed and the patient was released from the hospital the same day.